Event description:
It was reported that the lead was dislodged. At this time the physician reported that it would be difficult to reposition the lead. This issue has not been clinically resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.